Event description:
Intl distributor contacted dexcom technical support on (B)(4) 2011 to report that a pt noticed some blood on his shirt shortly after sensor insertion. Pt believes that broken sensor wire is still inside his skin. Pt has not sought medical intervention. Insertion site shows some redness but otherwise is fine.

Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.